Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 470 mg/dl. To address the bg level, the customer delivered a correction bolus. Reportedly, the customer is a new pump user, and feels that the settings may need slight adjustments. Additionally, the customer is getting sick. It was confirmed that the customer would consult with health care provider regarding diabetes management.